Event description:
It was reported the patient lost therapy due to not charging the ipg. The patient has not recharged or used the ipg in over a year. As a result, a manufacturer representative deemed the ipg inoperable. Surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicated surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.